Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g leakage occurred and the shield was not properly removed. There was no report of patient impact. The following information was provided by the initial reporter: from phone call on (B)(6) 2023 12:38:40: consumer returned rep's call. She stated that the insulin is leaking through the hub. Consumer is new to using pen needles. After reviewing the steps for attaching the needles, it was realized that the consumer was not removing the inner shield. Date of event is (B)(6), not (B)(6). Using bd (pen needle 4mm nano 32g) the customer noticed seeping from the needle (B)(6) 2023 (no time given).

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g leakage occurred and the shield was not properly removed. There was no report of patient impact. The following information was provided by the initial reporter: from phone call on 2023-08-14 12:38:40: consumer returned rep's call. She stated that the insulin is leaking through the hub. Consumer is new to using pen needles. After reviewing the steps for attaching the needles, it was realized that the consumer was not removing the inner shield. Date of event is august 9th, not august 3rd. Using bd (pen needle 4mm nano 32g) the customer noticed seeping from the needle aug. 3, 2023 (no time given).